Event description:
It was reported that the patient was admitted to the hospital after passing out. The patient's heart rate was below the lowest programmed rate as seen on the diagnostics. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.